Event description:
The lay user/patient contacted lifescan (lfs) in 2007 alleging an error 1 message on the patient's one touch ultra easy meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting in contact with the patient to obtain the answers. On the morning of the same day, while at work, the patient felt hot and clammy. He attempted to test his blood glucose on his ultra easy meter and obtained an error 1 message. He visited an onsite nurse and she tested him using her meter (type of meter unknown) and obtained a result of 24.0 mmol/l (432 mg/dl). The nurse sent the patient home for two hours. While at home the patient took an extra 10 units of novorapid insulin. The patient went back to work two hours later, and the nurse tested him again using her meter and obtained a 13.0 mmol/l (234 mg/dl) and claimed he felt a little bit better. The error 1 message appeared when the test strip was inserted into the meter and with the power button. No further clinical information was provided. It would have been helpful to know the readings prior to the event, how the patient felt the morning of the incident, whether he tested in the morning prior to going to work, and whether the extra 10 units of insulin, was based on a sliding scale or recommendation by the onsite nurse. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient alleged being unable to obtain a result on the lfs product. The patient claimed to have symptoms and later a hyperglycemic reading was obtained on a nurse's meter. The patient claimed he was sent home and took insulin while at home.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.